Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported rupture and open repair are confirmed. The reported type 1a endoleak remains unconfirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest sac growth (of 47mm) occurred that was not included in the event as reported. This finding was discovered during an examination of the 123-month post index operative notes. The device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. No procedure-related harms were identified. The final patient status was reported as discharged on the fifth post operative day at home stable following an open repair procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: b6 relevant tests and lab data g3 awareness date

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. The review confirms there were no manufacturing or processing non-conformities identified that would contribute to the reported adverse event/incident. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation because it remains implanted. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows the reported rupture and open repair are confirmed. The reported type 1a endoleak is unconfirmed. This is moderately consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest sac growth (of 47mm) occurred that was not included in the event as reported. This finding was discovered during an examination of the 123-month post index operative notes. The device, user, procedure, or anatomy relatedness of this event could not be determined with the medical records available for review. No procedure-related harms were identified. The final patient status was reported as discharged on the fifth post operative day at home stable following an open repair procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx with duraply. Corrections: b5 describe event or problem g3 awareness date h6 medical device problem codes; remove 3190 h6 investigation finding codes; remove 3233 h6 investigation conclusion codes; remove 11.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and an infrarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial procedure, a follow up revealed a type 1a endoleak, a type 2 endoleak and the aaa sac expanded almost 2 cm. The physician elected to treat the patient on 18 dec 2015 by relining with another afx bifurcated stent graft and a suprarenal aortic extension. The patient was reported as doing well after post this secondary procedure. In addition, independent clinical review identified stent migration of the infrarenal stent and two (2) possible type 3b endoleaks also occurred that were not included in the event as reported. This event was previously reported under (MDR # 2031527-2015-00517). Now, approximately six (6) years post re-intervention the patient presented with a ruptured aaa. The patient appeared to have a type 1a endoleak. The physician elected to perform an open repair to explant the devices. The patient recovered from the open surgical procedure and was discharged home. Additional information received per clinical assessment indicating that significant aneurysm sac growth was also present at time of reported event.

Event description:
The patient was initially implanted with an afx bifurcated stent graft and an infrarenal aortic extension to treat an abdominal aortic aneurysm (aaa). Approximately four (4) years post initial procedure, a follow up revealed a type 1a endoleak, a type 2 endoleak and the aaa sac expanded almost 2 cm. The physician elected to treat the patient on (B)(6) 2015 by relining with another afx bifurcated stent graft and a suprarenal aortic extension. The patient was reported as doing well after post this secondary procedure. In addition, independent clinical review identified stent migration of the infrarenal stent and two (2) possible type 3b endoleaks also occurred that were not included in the event as reported. This event was previously reported under (MDR # 2031527-2015-00517). Now, approximately six (6) years post re-intervention the patient presented with a ruptured aaa. The patient appeared to have a type 1a endoleak. The physician elected to perform an open repair to explant the devices. The patient recovered from the open surgical procedure and was discharged home.

Manufacturer narrative:
The device involved in this event will not be returned for evaluation as it was discarded by the user facility. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx with duraply.